Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the analyzer and replaced the tubing (with a pinhole in it) through pinch valve (vl61b) to the sweep flow reservoir (vc29) to resolve the issue. He then performed startup, shutdown and all quality controls (qc), there were no further issues. Identification of the failure mode: tubing with a pin hole through vl61b. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported that 1 cc of fluid leaked from the lh780 on the right side of the instrument. The fluid appeared to be dried clenz and damp cleaner. The customer was wearing gloves, labcoat and glasses. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.